Manufacturer narrative:
D4: UDI: n/a at this product code is note exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. History investigation of the involved product code and lot number: - no anomaly was found in the manufacturing record and the shipping inspection record. - no similar event was found in the past complaint file. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that when the onyx stent was placed with the product (runthrough) as the first wire, the stent was out of position, and the edge was deformed. The deformed part was repaired with a balloon and checked with intravascular ultrasound (ivus), the ivus catheter was stuck. When the ivus catheter was pulled out to release the stuck, the product was broken 1 cm at the tip and left behind. The piece left behind was in the aorta, and the retrieval was attempted. However, it became invisible during contrast imaging, and the retrieval was abandoned. There is no change in the patient's condition, and he is under observation. It is unclear where the piece went. The procedure outcome was not reported and the patient impact is unknown. Additional information was received on 30jun2025: the piece was retrieved successfully with a snare.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. Visual and microscopic inspections - the actual device upon receipt was only a runthrough ns and a fractured piece. - the platinum coil section and the niti-core wire had been fractured. - the platinum coil section had been elongated (the coil pitch had been opened). - the niti-core wire had been exposed from the fractured section to approximately 20mm from the fractured section. - no anomaly was found in other sections. Electron microscopic inspection of the fractured section - dimple patterns (hole-shaped patterns) were found. - the side had been twisted. - it was inferred that torque force was applied to the side, causing it to fracture. Confirmation of dimensions - the platinum coil section was severely damaged and could not be measured. - outer diameters of the stainless- steel coil section and the shaft met the factory's specifications. No anomaly was found. Confirmation of the missing length - length of the fractured piece: approximately 10mm - length of the niti-core wire from the fractured section of main body to the joint of the stainless- steel coil and platinum coil, and niti core wire: approximately 20mm - since the length of platinum coil section is approx. 30mm, it was inferred that there was no missing length. History investigation of the product with the involved product code/lot number - no anomaly was found in the manufacturing history record and the shipping inspection record. Past simulation test the distal end was trapped and torque force was applied. As a result, following results were obtained. - the niti-core wire was fractured. - dimple patterns were found on the top surface at the fractured section. - the side surface at the fractured section was twisted. Cause of occurrence/conclusion based on the investigation result, no anomaly was found in the manufacturing history records and the dimensions. As a possible cause of occurrence, based on the occurrence situation, it was inferred that while the distal end got caught the stent and trapped, torque force was applied, causing it to fracture. However, since the details of procedure were unknown, it was not possible to clarify exactly when the device fractured. Relevant IFU reference: if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded as shown in fig. 2, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. (B)(4) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).